Manufacturer narrative:
Available details indicate that the device chirps at regular intervals and an x appears in the small window at the top right. Per source notes, the device was repaired by a third-party. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Based on the information available, the cause of the reported problem was a component failure. The root cause could not be confirmed because the component is not available for return. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device no longer boots up. It beeps at regular intervals and an x appears in the small window at the top right. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.